Event description:
Information was received from a friend/family member (pt rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that since implant date, the recharger antenna had a difficult time connecting to the ins to recharge. Pt rep. Confirmed the manufacturer representative (rep) unpackaged the recharger antenna and showed the pt how to use the external equipment after implant. Pt rep. Said, the pt always had to position the recharge antenna "just right" to get the recharger antenna to connect to the ins. Then, about "maybe" 2 months ago the recharger antenna started disconnecting from the ins without the pt moving. Pt rep. Said "it seemed like if you would even breathe on the recharger antenna, the recharger antenna would disconnect." Pt rep. Said the recharger antenna would charge for a few seconds and the green light would blink when the recharger antenna was connected, but the green light would soon stop blinking and the recharger antenna would disconnect from the ins. Recharger antenna had also been getting hot to the touch since "maybe" about 2 months ago. Pt rep. Spoke with the rep via phone today, and the rep suggested the pt rep. Call the manufacturer to have the recharger antenna replaced. An email was sent to the repair department to replace the recharger antenna. The pt rep. Mentioned the controller was in another language since at least a month ago. During the call, the pt r ep. Unlocked the controller and got screen 16 in another language. Pt rep. Then pressed the second option(recharge) on screen 16 and then got screen 15 in another language. Shortly after, the controller displayed screen 16 again. Pt rep. Had been having recharger issues and the language could not be changed until the pt rep. Received a replacement recharger antenna. Ins was depleted, so the pt rep could not be helped at the time to change the controller into english. The pt rep was instructed to call back when they received the new recharger antenna and charged the ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.